Event description:
Info received indicates, the brake will not hold.

Manufacturer narrative:
The tech found the cam follower was broken which allowed the caster wheels to roll when in brake. The tech replaced the cam follower to repair the bed.